Event description:
Per the clinic, the patient experienced a loss of connection to the internal device, however, the issue could not be resolved. The device was explanted on (B)(6) 2021, and the patient was re-implanted with another cochlear device during the same surgery.